Manufacturer narrative:
(B)(4). A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the breath delivery (bd) central processing unit (cpu).

Event description:
It was reported that during patient use, a ventilator generated an error message that rendered it into an inoperable state. The patient was not harmed as a result of the event. There is no report that the patient was transferred to another ventilator.